Event description:
It was reported that the unit's high flow does not work, and it comes out that the patient circuit was occluded. It was reported that the device was in clinical use at the time of the event. No patient or user harm reported. It was confirmed that the high flow ventilator v60 does not work. The pneumatic circuit was occluded. The field service engineer (fse) checked the circuit and the connection to patient. It was discovered that the user did not use the right consumable. The equipment was working properly. No further details were provided.

Manufacturer narrative:
(B)(6).